Manufacturer narrative:
Product analysis : ¿ as found condition: the pipeline flex device was returned within a shipping box, a plastic bio-pouch, and an open pipeline flex inner pouch. ¿ visual inspection/damage location details: no bends or kinks were found with the pipeline flex pusher. However, the pipeline flex pusher distal hypotube was found stretched with the shrink tubing pulled back from the proximal bumper. The pipeline flex pusher re-sheathing pad, sleeves, and tip coil were found to be in good condition. The pipeline flex braid was returned already detached from the pusher. Therefore, the proximal and distal ends of the braid could not be identified. Both ends of the pipeline flex braid were found open and damaged (frayed). ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete open distal¿ report could not be confirmed as both ends of the pipeline flex braid were found open. However, the customer¿s ¿pipeline damaged¿ report was confirmed as the braid was found damaged (frayed). Possible causes of ¿failure/incomplete open distal¿ include patient vessel tortuosity, damaged braid, or user deploys braid in vessel bend. As the braid was not deployed in a bend and the patient¿s vessel tortuosity was moderate, it is likely that the damage found with the braid contributed to the failure to open. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the surgeon installed the system and deployed the 4-20 stent. The stent was removed from its packaging, hydrated, and then delivered. The stent entered the intracranial segment smoothly. The tip of the imaging guidewire reached m2 and was then pulled back to the middle cerebral artery. The stent was slowly deployed and opened. After approximately 10 mm of opening, the tip of the stent failed to open properly. The surgeon retrieved the stent, used a microcatheter to push against the small wings, and attempted to open it again. However, the stent was not fully opened. The surgeon then pulled it back to the internal carotid artery to see if it could be fully opened. He then proceeded to the vicinity of the ophthalmic artery, but found that the stent still did not fully open. Therefore, the stent was withdrawn and replaced with a second stent, which opened successfully. Postoperative inspection of the removed stent revealed that it was damaged. The device and any accessories were prepared as indicated in the IFU. The pipeline was used for an approved (on-label) indication. No patient symptoms or further complications were reported as a result of this event. The patient is alive with no injury. The patient was undergoing surgery for treatment of a saccular, unruptured microaneurysm of the internal carotid artery ophthalmic a rtery with a max diameter of 3 mm and a 2.8 mm neck diameter. The landing zone as 3.9mm distal, and 4.1mm proximal. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level was 1. Ancillary devices include a 8f puncture sheath, 8f guiding guide catheter, phenom27 microcatheter, 5f navien.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received clarified that after removing the stent from, the body, it could be seen that the burrs at the tip end of the stent and not fully opened and the middle part was bulging. The cause of the the failure to open and damage was not determined. The pipeline had been placed in the patient's middle cerebral artery and was not in a bend. They recovered and deployed the pipeline again, but it was not fully opened.

Manufacturer narrative:
H3: device received, analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.